Manufacturer narrative:
The reported event of insulation damage was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch area pacing (lbbap) lead exhibited inverted current of injury (coi) after lead fixation. Upon lead inspection for repositioning attempt, the physician noted the insulation abrasion on the lbbap lead. The lbbap lead was not used and replaced on (B)(6) 2025. There were no patient consequences.